Event description:
Synergy china registry. It was reported that the patient experienced fever, hypokalemia, and anemia. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization and on the same day index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was 40 mm long, with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 2.50 mm x 32 mm and 2.75 mm x 16 mm synergy stent systems. Post procedure, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject was diagnosed with hypopotassemia, mild anemia, and fever. All the events were treated with medication given or regimen adjusted. At the time of reporting, the hypopotassemia and mild anemia were considered not recovered/not resolved and the fever is considered to be recovering/resolving.

Event description:
Synergy china registry. It was reported that the patient experienced fever, hypokalemia, and anemia. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization and on the same day index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was 40 mm long, with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 2.50 mm x 32 mm and 2.75 mm x 16 mm synergy stent systems. Post procedure, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject was diagnosed with hypopotassemia, mild anemia, and fever. All the events were treated with medication given or regimen adjusted. At the time of reporting, the hypopotassemia and mild anemia were considered not recovered/not resolved and the fever is considered to be recovering/resolving. It was further reported that in (B)(6) 2019, the subject presented with unstable angina and silent ischemia. In (B)(6) 2020, the subject was diagnosed with hypokalemia rather than hypopotassemia. At the time of the event, the event was on ticagrelor, clopidogrel and other antiplatelet medication. In (B)(6) 2023, the hypokalemia, mild anemia and fever were considered to be recovered/resolved.